Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe allergy 1 ml w/ndl 27x1/2 rb experienced a needle hub hole/crack/damage. It is not specified whether the defect was noted prior to, during, or after use. The following information was provide by the initial reporter: material no: 305540, batch no: unknown. Per customer email: received a device complaint involving material # 305540. The customer stated that the syringe ¿broke off at the hub¿. The customer didn¿t provide a lot number or any additional information and does not intend to return the reported product. Per customer response: no other information or photos were provided.